Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a full electrical reset. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Single bit total parity ecc-error error occurred in addresses 0b 74 on (B)(6) 2015, 29 ea on (B)(6) 2015, 08 58 on (B)(6) 2015, 4d 65 on (B)(6) 2015 and 4fba on (B)(6) 2015. Rate histograms have invalid data. Missing data on quick look view in programmer. (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) showed invalid data with question marks where histogram data should have been displayed. It was also noted that a bit flip had occurred. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.